Event description:
Pt called dr's office on 4/3/95 to report that upon getting up out of a sitting position, he heard a popping sound and left grinding in his left hip. He indicated that when he walked to the mailbox, the pain became unbearable and he could not bear weight on the hip. The dr's office directed him to be admitted at the hospital on 4/3/95. He was x-rayed and upon review by the dr., it was suspected that there was a broken ceramic femoral head and revision surgery was performed on 4/4/95 and at the time of surgery, it was confirmed that the ceramic femoral head had broken. The thimble portion of the ceramic head was removed from the femoral component and replaced with a metal femoral head.